Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Additional attempts are being made to have the device returned for analysis. If the device is returned, a follow-up MDR will be submitted with analysis results. (B)(4).

Manufacturer narrative:
Return of the device for analysis is anticipated. If the device is received for analysis, a supplemental report will be submitted when the device analysis is completed. The viperwire lot and model information is unknown at this time. The information has been requested but has not been received. A separate report (MDR 3004742232-2019-00290) has been submitted relating to the oad. Csi ID: (B)(4).

Event description:
A viperwire was selected for use with an orbital atherectomy device (oad). Initial access to the area of interest with a different wire was difficult during fractional flow reserve testing in the left anterior descending artery (lad), after which a the oad was used to successfully treat a lesion. Wire exchange was performed, and access was gained in the circumflex artery. The oad was then reinserted and positioned over the viperwire for treatment of a 90% occlusive lesion in the circumflex artery, which was tortuous. Some wire bias was observed but was not of concern. After about ten seconds of treatment, the audible pitch changed, and the treatment speed of the oad seemed to slow. The crown of the oad jumped forward. The oad was turned off, and imaging showed the crown of the oad was close to the spring tip of the viperwire. The oad was re-positioned, and further imaging indicated the wire had fractured. Due to additional issues experienced during use of the oad, attempts to remove the wire fragment were complicated. Removal of the fragment was successful, but the procedure was delayed. During the delay, the patient's conditioned declined, and the patient expired. The cause of the patient's decline and death will be described and reported in a separate MDR report for the oad. Additional information indicated that the patient had been admitted for syncopal episodes (B)(6) 2019, and access issues were encountered during unsuccessful attempts at catheterization that day. Atherectomy was then successfully completed during another procedure on monday 14 october 2019, though gaining access had been difficult during that procedure as well. None of the described issues were attributed to csi devices.